Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump keeps on beeping. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer states they changed the battery and it started to beep and customer was thinking that it was just about the battery but the insulin pump keeps on beeping but there was no alarm on the screen. Customer states insulin pump beep for about 45 seconds and stop then beep again. The device will not be returned for analysis.